Manufacturer narrative:
The product is not expected to be returned for analysis since it was discarded. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient the balloon of this swan-ganz catheter was deflated pulling back the plunger of the syringe, however, resistance was noticed and blood-tinged fluid was aspirated. A small amount of air entered the pulmonary artery. As customers opinion, the balloon might be broken. There was no allegation of patient injury.